Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: no defect was found. The black box and alarm history shows no activity outside of normal use. No ¿bubbles¿ or any alarms occurred during the investigation, the product performs within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging an other (unusual issue) issue: the patient's family states this pump is causing high levels of stress due to unresolved pump issues. Patient technique has been reviewed on multiple occasions. Patient did not have any issues like this on a previous pump and this pump is being replaced. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.